Event description:
It was reported that the tip and the base of the handle fractured during use. A back-up set was used to complete the procedure with no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation.